Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" ; although specific value was not provided. Cause was not known. A correction bolus was delivered to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.